Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the battery out limit alarm or button anomaly due to the blank display.

Event description:
The customer's mother reported a battery out limit alarm that will not clear due to unresponsive buttons. The mother stated that the insulin pump did get wet, but she doesn't see any moisture underneath the screen. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.